Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed 0 units and there was a red "x" on the insulin gauge. Customer's blood glucose was 189 mg/dl. The customer declined to troubleshoot and did not provide further information. The contact reported that the customer successfully resumed insulin therapy.